Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the sensor was reading 60 mg/dl and the blood glucose reading was 120 mg/dl, causing the threshold suspend to be activated.

Manufacturer narrative:
Performed continuity resistance test and sensor failed per specifications.